Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: this device was returned to baxter (B)(4). A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of "open button to access tubing channel not responding". The root cause was determined to be an inoperable open key. The pump head module keypad was replaced to repair the reported condition. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "open button to access tubing channel not responding". This event occurred during biomed testing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.09.90.